Event description:
It was reported by the rep that during a lap chole procedure, the device fired malformed clips. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Date sent: 03/17/2008. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 1 clip within mfg specs. The instrument locked out as intended, but the orange indicator was beyond its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.